Event description:
Syringe broke

Manufacturer narrative:
It was reported by the customer that "two syringes broke". No additional information was provided despite attempts to obtain. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.